Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, the physician reported placement difficulty resulting from the patient's anatomy. The lead was removed from the procedure and replaced with a competitor product. During the procedure, the patient experienced a brief episode of ventricular tachycardia which was terminated via external shock. Additionally, the patient also ceased respirations long enough to require intubation, but was able to be stimulated and initiated breathing again. No allegations against the product were reported and the physician indicated that his choice to implant a competitor lead, was based on difficult anatomy. No resulting adverse patient events related to product or procedure and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.